Event description:
It was reported via repair work order the head right siderail would not lock in the upright position due to a damaged latch and handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.